Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. Philips field service engineer (fse) confirmed the alleged issue. The fse replaced the body check valve on the inspiratory side of unit. The unit passed all performance tests and was ready to be returned to service for clinical use.

Event description:
The customer reported that the unit failed the extended self test during preventive maintenance. There was no patient or user harm reported. The event date was not specified; estimate used.